Event description:
Lap, appendectomy, lap cholecystectomy - "there was no reload of the clips; the clips didn't close properly."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history repot is to be reviewed by engineering. A final report will be sent once the results have been analyzed.